Manufacturer narrative:
The device was received with a critical pump error due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No blank display anomalies were noted. The device failed leak test, a leak was noted in a crack on the back of the case. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer went swimming with the insulin pump. They changed the battery several times but nothing happened. It was flashing a red light on the insulin pump but it had stopped. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed. The insulin pump did not show signs of physical damage. The insulin pump was not dropped or bumped. The customer was advised to insert a new battery and the display did not return. The customer was advised to remove the battery for 10 minutes and to clean the battery cap. The customer reinserted the battery but the display did not return. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.